Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. No cartridge was returned. Additional observations were as follows: iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. No cartridge was returned. The iol met specifications when dimensionally measured for edge thickness and plan view. The product investigation could not identify the root cause for the reported complaint "improper delivery" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause for the complaint. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. We are unable to identify the root cause for the reported complaint "scratch/mark". The iol shows evidence of handling due to the presence of solution. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was stuck on the corneal entry wound. The lens was removed and the surgeon noticed a mark n the lens. The lens was replaced and the surgery was completed. There was no patient impact.